Manufacturer narrative:
Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The alignment tab has sheared off the returned insertion handle as reported. The tab sheared off at its base and was not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Relevant drawing was reviewed. No product design issues or discrepancies were observed. No definitive root cause could be determined. It was determined that the incident most likely occurred due to excessive force on instrument - per the complaint description "insertion guide alignment tab broke while forcefully rotating a patient¿s leg during intramedullary nailing".device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4); manufacturing date: 28.mar.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a radiolucent insertion handle for expert nails broke while forcefully rotating the patient¿s leg during an initial intramedullary nailing of the left femur procedure on (B)(6) 2017. Fragments generated from the broken device were retained in patient and surgeon did not attempt to retrieve the fragments. Procedure was successfully completed without surgical delay. No other medical intervention required. This report is for one (1) radiolucent insertion handle for expert nails. This is report 1 of 1 for (B)(4).